Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated undersensing information as false asystole.

Event description:
It was reported that a recorded episode was not ventricular tachycardia but loss of contact. The device was explanted. No patient complications have been reported as a result of this event.